Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to close a left atrial appendage (laa). The patient's had a windsock two-lobe morphology. The patient had a pre-existing mild pericardial effusion on the anterior surface of the heart. The landing zone was 28mm on transesophageal echocardiogram (tee). Transseptal access was mid and mid. Transseptal puncture was challenging due to a thick fossa. The patient's activated clotting time (act) level was 334 seconds. The patient's left atrial pressure was 12mmhg. Four thousand units of heparin were administered. During placement of the occluder, due to poor sheath alignment the occluder continuously popped out of placement. The occluder was partially re-sheathed four times, however stable positioning could not be achieved. The occluder was removed from the patient and replaced with a new 31 amplatzer amulet left atrial appendage occluder. New transseptal puncture was performed. During the procedure deployment the occluder was re-captured once. Upon the second deployment close criteria were met and the occluder was released from the delivery cable. On (B)(6) 2025, during a follow-up, a pleural effusion and pericardial effusion was confirmed. The symptoms were determined to be minimal, therefore the patient was placed under observation. The patient status was stable. The user believed that the short axis of the laa appeared significantly stretched by the occluder on computed tomography (CT). It was suspected that the radial force exerted by the occluder may have affected the thin wall along the short axis of the laa, though this was not confirmed. The user believed the second occluder worsened the pre-existing pericardial effusion.

Event description:
It was reported on 13 may 2025 a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath to close a left atrial appendage (laa). The patient's had a windsock two-lobe morphology. The patient had a pre-existing mild pericardial effusion on the anterior surface of the heart. The landing zone was 28mm on transesophageal echocardiogram (tee). Transseptal access was mid and mid. Transseptal puncture was challenging due to a thick fossa. The patient's activated clotting time (act) level was 334 seconds. The patient's left atrial pressure was 12mmhg. Four thousand units of heparin were administered. During placement of the occluder, due to poor sheath alignment the occluder continuously popped out of placement. The occluder was partially re-sheathed four times, however stable positioning could not be achieved. The occluder was removed from the patient and replaced with a new 31 amplatzer amulet left atrial appendage occluder. New transseptal puncture was performed. During the procedure deployment the occluder was re-captured once. Upon the second deployment close criteria were met and the occluder was released from the delivery cable. On (B)(6), during a follow-up, a pleural effusion and pericardial effusion was confirmed. The symptoms were determined to be minimal; therefore, the patient was placed under observation. The patient status was stable. The user believed that the short axis of the laa appeared significantly stretched by the occluder on computed tomography (CT). It was suspected that the radial force exerted by the occluder may have affected the thin wall along the short axis of the laa, though this was not confirmed. The user believed the second occluder worsened the pre-existing pericardial effusion.

Manufacturer narrative:
An event of patient-device incompatibility was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause for the reported patient-device incompatibility, pericardial effusion, and pleural effusion could be related to procedural circumstances and/ or pre-existing condition, however this not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.